Manufacturer narrative:
Device not returned to manufacturer

Event description:
The manufacturer was contacted in reference to the voluntary field safety notice / recall notification related to the sound abatement foam in certain CPAP, bipap, and mechanical ventilator devices. The patient states that he had shortness of breath, watery eyes, dizziness and nausea when he started using the device. The device is also noisy. There is no allegation of serious or permanent harm or injury. No medical intervention was required by the patient. The manufacturer's investigation is ongoing. A follow-up report will be submitted when the manufacturer's investigation is complete.

Manufacturer narrative:
Additional information was received and section h should be reported as the manufacturer was contacted in reference to the voluntary field safety notice/recall notification related to the sound abatement foam in certain CPAP, bipap, and mechanical ventilator devices. The manufacturer previously received information alleging shortness of breath, watery eyes, dizziness, and nausea when he started using the device. The device is also noisy related to a CPAP device. There was no report of serious patient harm or injury. The device was returned to the manufacturer product investigation laboratory for investigation. During an external and internal investigation an ui knob broken, one nonslip pad missing from bottom enclosure. The air outlet port had dust like contamination in it. Air inlet had tan dust like contamination in it. Pca had dust like contamination all over the top of it. Dust like contamination on the top of the blower box lid and top of the blower motor and inside of the blower box and surrounding area. The bottom enclosure had dust like contamination in it, inlet seal had browned and had dust like contamination on it. The sound abatement foam was intact and had dust like contamination on top of it. The manufacturer was not able to confirm the presence of degraded sound abatement foam. The device's event logs were downloaded and reviewed by the manufacturer. The manufacturer found one error code. The manufacturer applied power to the device and verified airflow. The manufacturer concluded there was no evidence of sound abatement foam degradation or breakdown and observed dust like contamination and was not able to confirm the complaint or address the symptoms specified. The device problem code grid, evaluation method code, evaluation results code, and conclusion code grid have been updated.